Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon articulated the jaws and pushed the blue button, however could not close the jaws and could not clamp the tissue. The device with articulated jaws was removed from the trocar wound. Only the handle indicator was flashed green and the device did not react at all even they pushed buttons. The battery was re-inserted and the device reacted normally. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one no visual abnormalities were noted. The eeprom was uploaded and indicated 45 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.